Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use. It was mentioned that after unpacking for use. It reported that was difficult to advance the wire to the femoral. It was decided to proceed with transseptal, hence a error appeared in the bmc rf generator. There were four attempts to cross the septum. The septum was thick.the device was replaced and the procedure was completed successfully. No patient complications have been reported. The product is not expected to be return because it was discarded at the facility.